Event description:
Physician reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening and yellow/brown particles material was found on the shell. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one striated opening .based on the device analysis the final assessment is: one striated opening assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. The device has been explanted.